Event description:
The nurse grabbed a bag of ns 1000 from the supply closet and opened the plastic overwrap. When he pulled the bag out he noticed the plastic cap that is supposed to be on the tubing port connector was missing. The bag wasn't used. No harm to the patient.